Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative interrogated the device prior to use, it was noticed to have a gray battery longevity status bar. The device was not used and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device had been stored at room temperatures. After the initial gray battery longevity status bar, the device was stored for approximately 48 hours, and upon re-interrogation the gray battery longevity status bar remained.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.